Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hours all bolus programmed during testing were properly recorded. No unexpected bolus stopped alarms were noted. The insulin pump was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received excessive bolus stop alarms. Caller reported that alarm could not be seen in alarm history. Customer's blood glucose was unknown. Insulin pump would need to be replaced.